Event description:
Stapler became jammed. Usually once a load is used it is taken out of the stapler and then a new load is placed in stapler. This particular load became jammed and could not be removed, therefore could not replace with a new load, had to open a new stapler, no harm to patient.